Event description:
The facility contacted baxter (B)(4) to report an interlink y-site where the "y site was deformed". It was reported to have occurred before use. There was no patient involved, report of patient injury, medical intervention, or adverse event in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: during the visual inspection it was observed that the inlet of the y-site was chipped off from the top. Functional test was not performed since the defect was visually confirmed. This issue is being investigated through a CAPA. The root cause of the damaged y-site housing was determined to be the air regulator not being activated.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. The reported malfunction, "y site was deformed" was confirmed during sample evaluation, a follow-up report will be filed upon completion of the evaluation or if any additional details become available. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot.